Event description:
While the physician was beginning a retrograde percutaneous gastrostomy procedure, the c-arm failed to produce an image. The system was turned off and rebooted, and again it failed to produce an image. The c-arm was withdrawn and another c-arm brought into its place.